Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted with a starclose device after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, during step 2, carving of the sheath occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure related to the use of the starclose. No additional information was provided.

Manufacturer narrative:
H6; device clarifier code 1494 -indication for use manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the starclose system was used in a procedure using a 7f sheath. It should be noted that the starclose instructions for use (IFU), states, ¿the starclose se vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patients who have undergone diagnostic endovascular catheterization procedures utilizing a 5f or 6f procedural sheath.¿ it¿s not known if the violation contributed to the difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. It is possible that angle of the device during plunger depression became too steep (step 2) in relation to the vessel. In this condition, when the plunger is depressed the thumb advancer also advances approximately 3cm but will cut into the flex guide. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - device returning updated from returning to not returning.

Event description:
Subsequently to the initially filed reports, additional information and clarification was received: the starclose device was attempted to be deployed in the calcified left common femoral artery. A related hematoma formed after the starclose device failure and was treated with a blood transfusion. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494- patient selection. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the starclose system was used in a procedure using a 7f sheath. It should be noted that the starclose instructions for use (IFU), states, ¿the starclose se vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patients who have undergone diagnostic endovascular catheterization procedures utilizing a 5f or 6f procedural sheath.¿ it¿s not known if the violation contributed to the difficulties. Femoral angiogram results noted calcification present at access site. It should be noted that the starclose instructions for use (IFU), states, ¿the safety and effectiveness of the starclose se vascular closure system have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. It is possible that angle of the device during plunger depression became too steep (step 2) in relation to the vessel. In this condition, when the plunger is depressed the thumb advancer also advances approximately 3cm but will cut into the flex guide. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6 - health effect - clinical code 4582 was removed.